Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported being injected in the lips with juvéderm ultra® xc. Five days post injections, the patient experienced ¿inflammation and fever¿ in the injection area. The same day the patient was treated with 500 mlg of valacyclovir for 5 days, and the swelling improved. The symptoms returned three more times, with fever and burning. The patient was treated with ¿valacyclovir 500 mg every 12 hours for 7 days and prednisone 20 mg every 24 hours for 5 days¿ symptoms have resolved approximately one month later.